Event description:
It was reported that a patient underwent an procedure on (B)(6) 2021 and suture was used. During the abdominal closure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following information was obtained: what tissue was being sutured when the event occurred?posterior side of the anterior abdominal muscular wall. How was the needle retrieved from the patient? Scopic identification. Was additional dissection required in other organs/tissues other than the target tissue?the incision had to be extended by a split line. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. It was mentioned that there was "risk of injuring an organ and causing bleeding". Was there any patient consequence? Nothing. Was the procedure completed successfully? How? Yes. Procedure name? Abdominal ventration over bi-subcostal scar. Direct approach repair with placement of a prosthetic reinforcement mesh. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.